Manufacturer narrative:
(B)(4). Batch # p58k5k. Additional information was requested: just for clarification, can you please explain what is meant by ¿misfired¿? Did the device lock-out (no staples deployed and no cut line started)? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? The following response was received: the stapler locked out - did not cut or deploy staples. Device evaluation: the analysis results found that the ats45 device was received with no apparent damage and with a tr45w cartridge not loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. The partially fired reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a nephrectomy procedure, stapler misfired on first firing. No patient consequences were reported.